Event description:
As reported, the tip end of an 8mm x 40mm smart flex self-expanding stent (ses) did not go during delivery. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). This was not an issue where stent was deployed but failed to expand inside the patient. The delivery system remained in one piece during removal from the patient. The device will be returned for evaluation. Addendum: the stent was returned partially deployed.

Manufacturer narrative:
Complaint conclusion: as reported, the tip end of an 8mm x 40mm smart flex self-expanding stent (ses) did not go during delivery. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). This was not an issue where stent was deployed but failed to expand inside the patient. The delivery system remained in one piece during removal from the patient. The device was returned for analysis. A non-sterile ¿smart flex 8x40 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, it was confirmed that the stent was not returned in its manufacturing position, as it was partially deployed. No additional anomalies were observed on the received unit. Despite the stent being partially deployed, a functional simulation test was conducted, and no conditions in the device indicated a possible deployment mechanism impediment related to deployment difficulty, as the stent was successfully deployed. A high magnification visual evaluation of the stent did not reveal any issues related to a possible deployment difficulty. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed as the device was received with the stent partially deployed. However, the exact cause of the reported event cannot be determined. Simulated functional analysis was performed successfully on the device with no issues noted during deployment. Therefore, based on the information available for review it is likely vessel characteristics, procedural and/or handling factors may have contributed to the event reported. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.